Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon fired first firing on stomach with a green reload with peristrip and it fired fine. The second firing was with another green and peristrip but the device partially fired and returned the knife blade. A new green cartridge was reloaded with a new peristrip and the device did the same thing. Partially deployed staples then automatically returned the knife blade. A new stapler was opened no peristrips were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one psee60a device was returned with no apparent damage and with 2 gst60g cartridge reloads fired 1/3. The device was test fired on a test skin with a green reload and no issues were noted. In an attempt to replicate the performance observed by the customer, the device was then test fired with another green reload over a thick foam media. We were unable to replicate the failure as described by the customer. However, witness marks were observed on both the drivebar and the slide lever that could be a result of an interference that could cause the device to switch into reverse prematurely. The frames were also noted to not be fully pressed. It is unknown if that condition could contribute to the failure mode. We will continue to monitor complaints of this nature to determine if action needs to be taken. Although no conclusion could be reached as to how the frames became not fully pressed, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.